Event description:
It was initially reported to philips healthcare that the heartstart mrx etco2 malfunction/does not work. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.